Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician had difficulty placing the right atrial (ra) lead due to the patients anatomy. After several placement attempts the lead was removed and it was noticed the helix mechanism would not move. The physician attempted to remove some of the build-up thrombus, but ultimately chose to utilize a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) the full lead was returned and analyzed. Analysis was performed and no anomalies were found. There was an observation with the mcrd (monolithic controlled release device) that contains the steroid. Lead returned with the mcrd deformed. However, the helix was still able to be extended and retracted. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.